Event description:
It has been reported to philips that there was interference in the ECG trace when connected to the wall connection box. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
On the 15th of december philips reported that the azurion device was displaying interference in the ECG trace when connected to the wall connection box. This device failure did not cause or contribute to, a death or serious injury and based on historical data it's unlikely to do so were it to recur. The IFU for the philips hemodynamic application states that the user should have redundant monitoring capabilities available. Philips interventional hemodynamic system should not be the sole means of monitoring patients. Based on re-evaluation we do not consider this a reportable event. Corrected data: updated codes as per investigation outcome. Updated suspect medical device information. Based on re-evaluation this complaint is not considered reportable.